Event description:
New information received notes that the on (B)(6) 2024, the telemetry loss was investigated and noted to be due to telemetry lockout. Corrective intervention was taken to repair the device. No adverse patient consequences were reported.

Event description:
It was reported that a patient presented with loss of bluetooth telemetry noted on the patient's implantable cardioverter defibrillator. No intervention or adverse patient consequences were reported.